Event description:
A caller reported an error with their continuous glucose monitor (cgm) labeled as error 42. There was no mention of any adverse impact on the customer's blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and after following these instructions, the pump no longer displayed the error. Subsequently, the caller successfully initiated their sensor session.